Event description:
The patient was not experiencing therapeutic effect. Cap (catheter access port) aspiration was attempted and they were unable to aspirate. The location of the catheter issues was unknown. On (B)(6) 2015, a portion of the existing catheter was removed; the spinal segment was tied off and left in the patient. A new catheter was placed. The patient status was reported as ¿alive-no injury.¿ the device system was delivering hydromorphone. At the time of the revision, the drug concentration was reduced to 5mg/ml with a new daily dose of .25 mg/day. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # , implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot # n297946, implanted: (B)(6) 2012, product type accessory. (B)(4).